Manufacturer narrative:
At the time of this report the device investigation has not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that the device would not hold inflation. No patient injury was reported.